Manufacturer narrative:
Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices were inserted into each lead to provide traction. Using a spectranetics 12f glidelight laser sheath and a spectranetics visisheath dilator sheath, the ra lead was successfully removed. The patient's blood pressure dropped rapidly, and a pericardial effusion was detected by transesophageal echocardiography (tee). The patient's blood pressure dropped to zero caused by cardiac tamponade. A sternotomy was immediately performed and a 1.5 cm superior vena cava (svc) perforation was discovered. A rescue balloon was inflated to control bleeding, and the patient was placed on bypass. The repair of the svc perforation was successful. The rv lead was also removed during the procedure, and the patient survived. This report captures the 12f glidelight in use when the svc perforation occurred, requiring intervention.